Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4) . Event occurred in the spain. It was reported that patient faced infusion set cannula kinked events on (B)(6) 2024, (B)(6) 2024 - (B)(6) 2024 - (B)(6) 2024 - (B)(6) 2024 - (B)(6) 2024 - (B)(6) 2024 - (B)(6) 2024 - (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.